Event description:
It was reported that during a da vinci-assisted surgical procedure, the vio integrated electro surgical generator unit (iesu) displayed multiple errors c34, m11, and c92. A secondary vision side cart (serial# (B)(4), from system sk5151) was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed the procedure was completed successfully with the second iesu. The replacement was performed immediately after the procedure by distributor's field service.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The alleged issue was confirmed. The fse replaced the integrated electrosurgical generator unit (iesu) to correct the problem. Following service, the system was tested and verified as ready for use. Isi has not yet received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or procedure video was provided. A review of the site's system logs for the reported procedure date was conducted by the fse. Investigation revealed multiple errors that were related to the reported complaint occurred during the surgical procedure. Procedure was completed via system sk5151. This complaint is being reported based on the following conclusion: the operating room team converted to another vision side cart after the start of the procedure due to multiple errors with the vio integrated electrosurgical generator unit while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
Additional information can be found in d9, g3, g6, h2, and h3. Evaluation information can be found in h6 and h10. Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) associated with this complaint and completed investigations. Failure analysis investigations was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair.

Event description:
Refer to h10/h11 for follow-up information.